Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer changed the set and stated the device kept alarming no delivery and customer has tried it three times. Customer stated he pushed the insulin back in the bottle thinking that there might be an air bubble. Customer disconnected the call. Customer's blood glucose was unknown. No further information reported.